Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips fired out in an open form, then both jaws of the applier broke. The clips and jaws both fell into the pt. The operation was extended 60 minutes to retrieve the pieces. A new applier was used to complete the case. No further consequence to the pt.